Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that customer found leakage on the disc when nurse first attempt flushing safestep. No other information provided.

Event description:
It was reported that customer found leakage on the disc when nurse first attempt flushing safestep. No other information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking infusion set was confirmed and the cause appeared to be supplier-related. The product returned for evaluation was one 22ga x 1¿ safestep safety infusion set. Usage residues were observed throughout the sample and the safety mechanism was engaged. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be fully occluded by blood products. Microscopic inspection of the needle housing revealed residue within the proximal adhesive application site. The residue appeared to be the result of previous leakage. Inspection of the housing both with and without an ultraviolet light revealed voids in the adhesive, resulting in a likely fluid path to the apparent leak site. The reported leak could not be reproduced due to the complete blood product occlusion of the sample; however, evidence that suggested both previous leakage and a potential fluid path for the leak were observed. Consequently this complaint is confirmed at this time. The fluid path appeared to have been caused by voids formed in the adhesive coverage during device assembly. The device is a supplied component. H3 other text : evaluation findings are in section h.11.